Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: the keypad was torn below the ok button and peeling from the base. All of the keypad buttons were responsive. Contamination was found underneath all of the button contacts. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the keypad button contacts. This report is made based on results of investigation completed on 12/15/2015.